Manufacturer narrative:
The unit was received with a button error alarm and unresponsive buttons due to a corroded lcd board. The following physical damage was also found: minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with a button error at 3am. The patient's blood glucose at the time of incident is unknown, but at bed time it was 170 mg/dl. Troubleshooting was initiated for the button error alarm. The mother stated that her son sometimes wets that bed; however, the bed was dry when the pump alarmed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.